Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed no delivery last night, and when the daughter woke up in the morning her blood glucose was 600 mg/dl. The patient felt nauseous and began to vomit. The patient's father was in the process of changing the infusion set. The customer was advised that the no delivery alarms may indicate an occlusion in the set or site. The mother was currently at work and could not troubleshoot. The mother was advised to call back into order to perform full troubleshooting on the insulin pump. No products were returned or replaced at this time.